Event description:
It was reported that the right ventricular lead exhibited loss of capture and failure to sense. The lead was damaged and the physician could not repair it. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.